Event description:
It was reported that during an unk procedure the device clips were malformed and had to be removed from the incision, they used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
The analysis results confirmed that one device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The instrument locked out as intended, but the orange indicator did not show up completely. The mfg records were reviewed and no anomalies were found during the mfg process.